Event description:
Knees then hurt 75 %/now knees are hurting 95% (left knee) [arthralgia aggravated]. Case narrative: initial information was received on (B)(6) 2020 regarding an unsolicited valid serious case from a patient via health authorities of united states under reference mw5097906. This case is linked to cases (B)(4) (2nd injection in left knee); (B)(4) (3rd injection in left knee); (B)(4) (1st injection in right knee); (B)(4) (2nd injection in right knee); and (B)(4) (3rd injection in right knee) (all for multiple devices). This case involves an unknown age patient who received first injection of medical device hylan g-f 20, sodium hyaluronate (synvisc) in left knee and later reported that knees then hurt 75 %/now knees are hurting 95% (left knee). The patient's past medical treatment(s), vaccination(s), family history and concomitant medications were not provided. At the time of the event, the patient had ongoing arthralgia (knees hurt 50% to start). On an unknown date, the patient received first injection of hylan g-f 20, sodium hyaluronate series via intra-articular route in left knee to help with knees as knees hurt 50% (dose, frequency, and lot - unknown). Information on batch number was requested. On an unknown date, after unknown latency of receiving the hylan g-f 20, sodium hyaluronate injection, the patient's knees then hurt 75 % (arthralgia). At the time of last report, the knees were hurting 95% (arthralgia). This event was leading to disability/permanent damage. The patient received medicine (cocks comb) and used needle to give shots. Action taken: no action taken. Corrective treatment: medicine (cocks comb). Outcome: not recovered a product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc for unknown batch number and global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 23-dec-2020. Additional information was received on 23-dec-2020 from healthcare professional. Investigational results were added. Text amended accordingly.